Manufacturer narrative:
Cine analysis summary: five photographs of cine images from the procedure were received for evaluation. The first cine image was of the targeted vessel. The cine showed a calcified lesion within the patient¿s mid left common iliac artery. A support catheter was barely visible within the artery and abdominal aorta. The support catheter indicated a left distal approach in the treatment of the targeted vessel anatomy. The second cine image was of a pta balloon in the targeted vessel anatomy on a guidewire. The initial report described pre-dilation of the vessel with a 6mm by 120mm balloon. The third cine image was of contrast flow though the targeted vessel after the balloon angioplasty. A guidewire was visible in the targeted vessel anatomy. The fourth cine image was of the implanted stent and a digitalized measuring tool. Due to the quality and clarity of the cine image, only the radiopaque marker hoops of the stent could be identified. The stent radiopaque marker hoops proximal to the heart were not in a perpendicular plane to the cine plane. This indicates that the plane of the proximal radiopaque marker hoops was at an angle to the cine plane. Since the proximal marker hoops were at an angle, optical parallax was making the stent appear shorter. The stent radiopaque marker hoops distal to the heart were not in a perpendicular plane to the cine plane. This indicates that the plane of the distal radiopaque marker hoops were at an angle to the cine plane. Since the distal marker hoops were at an angle, optical parallax was making the stent to appear shorter. Due to the quality and clarity of the image it was not possible to determine the stent cell structure orientation within the vessel, (such as rows of stent cells being compressed/foreshortened). The digitalized measuring tool indicated that the observed stent length within the plane of the cine was 30.21mm. The fifth cine image appeared to be a cropped enlargement of the fourth cine image. A cropped enlargement of the fourth cine image was made in order to conduct a vessel diameter to stent length comparison. The stent was an 8mm diameter stent and according to the instruction for use sizing chart an 8mm diameter stent should be used in vessels with a vessel diameter of 6.5mm to 7.5mm. Using this approximation, the stent length was observed to be in the range of approximately 26mm to 30mm. Stent delivery system analysis summary: the everflex entrust stent delivery system, (sds), was received for evaluation. No ancillary devices were received for evaluation. The entrust sds was received with the red safety tab and tube removed from the deployment handle. The red safety tab and tube were not returned for evaluation. The entrust sds was received with the inner guidewire lumen/pusher exposed. A kink in the sds catheter was noted approximately 29.5cm proximal of the inner guidewire lumen distal tip. The sds handle¿s safety tab cavity was examined: the silver colored outer sheath could be seen within the cavity. The sds handle¿s grey printed strain relief was skived and advanced distally to allow further examination of the handle¿s inner components. The returned entrust stent delivery system was seen to have been properly manufactured to contain an 80mm length stent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an everflex entrust for treatment of an 80% stenosed plaque lesion in the patient¿s mid left common iliac artery. Moderate calcification and slight tortuosity were reported. Device was prepped as per IFU without issue. The lesion was pre-dilated using a 6x120mm balloon. No embolic protection was used. The device did not pass through a previously deployed stent and no excessive force was reported. The procedure was completed as normal. Stent shortening of 3.5cm was reported. No intervention was required and no injury to the patient was reported.